Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to emergency room with visible pocket stimulation. Ventricular high rate episodes were also recorded. The lead was reprogrammed to unipolar, and was later capped and replaced. No further patient complications have been reported as a result of this event.